Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard plunger rod movement blocked. The following information was provided by the initial reporter: on 21 jul 23, the patient called alnylam and reported the complaint. The patient¿s scheduled dose was on (B)(6) 2023, with an hcp who has administered the drug to him before. Due to his hcp¿s unavailability, the dose was being administered by an hcp who had never administered amvuttra. The patient receives the dose at their home. The patient described that the product was in its packaging, and it was stored in the fridge and the patient had taken the product of the fridge to warm up at room temperature for three hours before the hcp opening the package to administer the drug.

Manufacturer narrative:
H.6 investigation summary: the customer issued a complaint for didn¿t activate problem detected by end user. Photos were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the description bd assigned a quality criteria that is related to the reported condition and identified in the agreed specification. The batch was manufactured and released according to applicable procedures and specifications. Based on the photos, the safety device is in not activated position. Please note, only a fully pushed plunger rod can activate the ultrasafe. So it is natural that without pushing the rod (for whatever reason) ultrasafe had no chance to activate at all. Therefore the problem observed by the customer cannot be attributed to ultrasafe. Unconfirmed: no bd cause identified h3 other text : see h.10.